Manufacturer narrative:
(B)(4) - pseudoarthrosis. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal fusion surgery. An unknown time post-op, the patient was diagnosed with pseudoarthrosis due to a rod breakage. The patient underwent a revision surgery to fuse the level.